Event description:
During remote follow-up, the device could not be interrogated. Abbott technical support was contacted and recommended reprogramming, which was anticipated to resolve the event. The patient was stable and there were no adverse consequences.